Event description:
Customer reported receiving a sensor error alert on the insulin pump. Customer reported having low blood glucose readings at night. Customer's blood glucose reading at the time of the call was 39 mg/dl and has treated with orange juice. Test plug procedure was performed and passed. Customer stated that the cannula was bent in half. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.